Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that they have not seen a physician regarding the issues because the last one who replaced the neurostimulator retired. Pt was uncertain who to go to in their area since it appears there are not many physicians that still implant neurostimulators. It is pt's understanding that because their last device was smaller, that it does require more frequent charging. However, it seems as though that time period has gotten shorter over the years. Pt charges as soon as they realize the device is discharged or when they see that it is getting low. Pt feels as though the device is nearing eol. When they contacted manufacturer, they advised pt that the device might need to be reprogrammed or updating. Apparently that is supposed to happen occasionally, which pt was never aware of. Pt's weight was around 175 when they noticed the device requiring more frequent charging. Their weight now is about 160 and it still requires more frequent charging than pt would expect.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she thinks her implanted device is getting near end of life. Pt reported she has noticed that the charge in the implant was not lasting as long and she was needing to charge more often. Patient stated she has not had her programming checked since implant. Pt commented that this current ins never held a charge as long as her previous ins. Pss is sending a message to the field about pt call. Pt stated she does not have a current hcp. Pss is sending hcp list to pt email: (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.